Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 315114 was performed. In-house testing on the strip lot met release criteria and the product performed as expected when it was within expiration. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The physician reported a variance between the (B)(6) 2014 inratio inr results of 6.6 and 1.8. Inratio inr tests were performed the same day but exact timing between tests is unknown. Therapeutic range: 1.7 - 2.0.